Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission; 5/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 4/11/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. The black box showed that the battery voltage immediately following a battery change was low. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.